Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 32mm synergy¿ drug-eluting stent was selected for use. It was noted that a couple of the stent struts appeared dislocated. The physician attempted to implant the stent but could not. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery catheter was returned for analysis. A visual examination of the crimped stent found that the stent struts located in approximately 5 rows in the centre of the stent were distorted and pushed distally towards the distal end of the stent. The stent had moved distally on balloon and the distal end of the stent was positioned approximately 1mm from the bumper tip. The maximum crimped stent profile at the time of manufacture was reviewed and is within specification. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. Based on the complaint report and the analysis performed; minor stent damage most likely occurred due to handling of the device during preparation. During the subsequent attempt to use the device further stent damage occurred and the stent was pushed distally along the balloon, likely as a result of an attempt to withdraw the device. The minor damage caused during preparation may have contributed to the difficulties encountered during the attempts to implant and the subsequent damage caused to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the damage most likely occurred due to handling of the device following removal of the stent protector, outside the patient's body. (B)(4) .

Event description:
It was reported that stent damage occurred. A 4.00 x 32mm synergy¿ drug-eluting stent was selected for use. It was noted that a couple of the stent struts appeared dislocated. The physician attempted to implant the stent but could not. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.